Manufacturer narrative:
Product ID 3878, explanted: 2013-(B)(6), product type lead product ID 37081-60, explanted: 2013-(B)(6), product type extension product ID 97791, lot# unknown, (B)(4).

Event description:
It was reported that the lead was explanted. It was noted that the bumpy anchor was not tight to the lead but was still tight to the aponeurosis. It was noted that there was impedance of over 10,000 ohms on all the electrodes. It was noted that there was a break or fracture of the lead and extension at the buttock where the implantable neurostimulator was. It was noted that the lead, which was directly connected to the ins and an extension which was connected to a second lead, were completely twisted up. It was noted that hospitalization, replacement and surgical intervention was required as a result. It was noted that the intervention was replacement of the first lead, the extension and maybe the second lead. It was noted that the replacement of the extension was planned on 2013-(B)(6). It was noted that the patient did not know how the extension and lead got twisted. It was noted that there were no patient symptoms or complications associated with the event and the patient was alive with no injury at the time of this report.